Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. A revision procedure was subsequently performed to explant and replace both the rv and right atrial (ra) leads. Upon extraction, the distal end of the rv lead became stuck and severed from the remainder of the lead and could not be retrieved. New leads were implanted and the procedure completed without issue. No additional adverse patient effects were reported.